Event description:
The customer reported the evis exera iii video system center display a b40 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the b30 error was not reproduced. Based on the results of the investigation, the root cause of a b30 error could not be determined as the returned device operated in normal condition. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the b40 error occurred during preparation for use of a diagnostic oesophagogastroduodenoscopy (ogds) procedure. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.